Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the image of the colonovideoscope had occasional interference. Based on the results of the investigation, the most probable cause of the occasional image interference is due to substrate is not good the scope connector was immersed in liquid. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the image of the colonovideoscope had occasional interference. There was no patient involvement.